Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10611. The pt received an scs system which includes two leads from different lots. It was reported the pt was unable to feel stimulation. Reprogramming was tried to no avail. Diagnostic testing revealed impedance values within normal range. The physician has recommended x-rays be taken. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.